Event description:
It was reported that the patient experienced fluid loss in the balloon with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump and balloon was implanted. Additional information was reported that the patient experienced recurring incontinence.